Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent undersensing was noted on the device. The session records were reviewed by technical support. Device reprogramming was suggested to resolve the issue. Further information was requested but not received. The patient was in stable condition.